Manufacturer narrative:
The field service technician on site reported the power cord was a little loose at the back of the unit. Solidified the connection and performed preventative maintenance. The issue was determined to be user interface¿related, as the power cord connection relies on manual insertion and seating by the user. Variability in how the cord is connected can result in an intermittent or loose fit. The contributing environmental factor¿such as workspace setup, cord routing, or movement of the system during use¿may have influenced the connection stability, leading to the observed condition. The device history was reviewed and found to meet manufacturing specifications. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
User facility in canada had a system shutdown during a case and the system rebooted on its own. The foot pedal was wireless, the power cord was not loose and system was not moved when this happened. No patient impact was reported.